Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a breast augmentation revision with 425cc smooth mentor memorygel breast implants experienced left-sided grade iii capsular contracture with breast cyst, and bilateral ptosis of the breasts postoperatively. The patient presented with a painful and firm left breast, and sagginess of both breasts. Diagnoses were made by mammogram and physical examination. As a result, the patient underwent explantation and replacement with unspecified mentor gel breast implant on (B)(6) 2021. This medwatch report is for the right-sided implant.